Event description:
Boston scientific received information that during routine change out of this pacemaker, oversensing was observed when a plasma blade was in use. The oversensing resulted in six seconds of pacing inhibition. It was reported the patient is pacer dependent. When the plasma blade was not in use, no oversensing was noted. The device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was given to the patient by the clinic post explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.